Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (40 mg/dl). Reportedly, the customer's continuous glucose monitor (cgm) was providing inaccurate readings. Customer delivered a bolus off of the inaccurate readings, and customer's bg level subsequently dropped to 40 mg/dl. Customer ate food to address low bg levels. At the time of the report, customer's bg level was 139 mg/dl. The cgm discrepancy issue was forwarded to the cgm manufacturer.